Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation. The customer returned the gif-hq190 video scope, serial number (B)(6) for evaluation of ¿hanging inside the scope¿. The user¿s complaint was not confirmed. A visual inspection upon the received condition performed on the device and was unable to find any foreign substance/fluid/stain or foreign material/objects inside the biopsy port, biopsy channel, suction channel and suction port. Additionally, there was no signs of any foreign debris/materials/objects around the biopsy channel opening, nozzle, distal end cover, and a-rubber glue. However, tear marks inside the channel wall at the distal end side and dents/scratches on the distal end c-cover were observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent the device to have it check for possible human tissue hanging inside the scope. According to the reporter, when the doctor is performing the upper endoscopy procedure (scope inside the esophagus), the doctor thought there is a human tissue hanging in the scope. According to the reporter, the facility performed another clean, disinfect, sanitize (cds) , checked the device and none has found, nothing hang up on the scope. No culture test performed. The reporter stated the device was sent to olympus as a precaution only , wanted to check to make sure no skin or anything hanging inside the scope. There was no patient harm, no user injury reported due to the event. There is no patient infection associated on this reported event.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as no foreign material was found during evaluation. Although no material was found, it is likely the foreign material may have been temporarily lodged in the channel due to physical damage of the scope. It was also noted that the device was cleaned prior to being sent in for repair. An endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was found that the scope was being reprocessed correctly, however the customer does a modified cleaning per medivator instructions. Additionally, the user uses boston scientific hedgehog brushes, olympus mu-1 for leakage test, intercept for detergent, and medivator advantage endoscope reprocessor with rapicid disinfectant. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds.